Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the craniotome device had vibration and did not function. It was further determined that the device failed pretest for vibration assessment. Therefore, the reported condition that the device detached, and the bearing fell off was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI (B)(4).

Event description:
It was reported from china during an unspecified surgical procedure it was observed that the craniotome device did not function. It was reported that the device started working and then stopped. It was reported that when detaching the device, bearings fell off. It was reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.